Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6), and the reported hemolysis and elevated creatinine levels could not be conclusively established through this evaluation. A specific cause for these events could also not be determined. The account reported that the patient was admitted for hemolysis with symptoms of weakness, fatigue, shortness of breath, dizziness, and dark urine. Diagnostic tests found that they had elevated lactate dehydrogenase (ldh) and elevated creatinine, and were treated with medication changes and eventually a device exchange due to rising ldh on (B)(6) 2017. A non-device cause for the hemolysis was not identified, and the explant was not associated with recovery of cardiac function. However, it was noted that the device was reported to have operated as expected. The relevant sections of the device history records (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii left ventricular assist system (lvas), serial number (B)(6), was exchanged for another heartmate ii device on (B)(6) 2017. (B)(6), was not returned for evaluation. The heartmate ii lvas instructions for use (IFU) lists hemolysis as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio (inr) range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2017. A non-device related cause for hemolysis was not identified. Patient had elevated lactate dehydrogenase (ldh) of1388 as well as elevated creatinine. Patient was feeling poorly prior to admission with weakness/fatigue/ shortness of breath (sob), dizziness, and dark urine. Patient was admitted and treated with bivalrudin and dobutamine. Patient then had a pump exchange due to rising ldh on (B)(6) 2017.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2017.

Event description:
It was reported that the pump exchange was due to hemolysis. The device operated as expected.